Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had restricted plunger movement. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 7340850 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number: 7340850. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had restricted plunger movement. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (240) 3/10cc, 8mm, 31g syringes in sealed poly bags with the shelf cartons from lot # 7340850. Customer states that the stoppers are difficult to move and there are spurs on the needle. Thirty out of 240 returned syringes were tested and all plunger rods were able to be exercised in the barrel easily without any defects. These samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All observations fall within specifications. A review of the device history record was completed for batch # 7340850 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move and needle burred on lot # 7340850. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had restricted plunger movement. No serious injury or medical intervention was reported.